Event description:
Information received by medtronic indicated that insulin pump's battery area on the back side from the top to the bottom was cracked and overheating. The customer was unsure how the damage had occurred. The customer also stated that retainer ring was not damaged. No harm requiring medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored. No heating up noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. Verified pump alarmed pump error 53 on 02/26/2023 at 22:44:16.000 and at 22:44:35.000 (line number = 5632 file number = 2005) due to software error. The electronic assembly and battery tube were inspected and corroded battery tube was noted. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact missing, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, serial number label fading, pillowing keypad overlay and keypad overlay texture damage. Device heating up was not confirmed during testing. Cosmetic damage confirmed behind the pump at the battery compartment and at battery tube threads. Pump error 53 confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.